Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Device history record (DHR): reviewed the device history record for batch number 24a12g8361 and there were no defect encountered during in process and final control inspection. Evidence at disposal: no sample returned but a photo was provided for evaluation. Based on the photo, observed a used introcan safety pur 24g, 0.7x19mm-EU catheter hub with the capillary already tear off and the broken piece is not available in the picture. As communicated in instruction for use (IFU), warning section stated that: do not re-use. Re-use of single-use devices creates a potential risk for patient or user. It may lead to contamination and/or impairment of functional capability. Contamination and/or limited functionality of the device may lead to injury, illness or death of the patient. In the case of an unsuccessful IV catheter placement attempt, remove the needle first to activate safety mechanism, then remove catheter from patient and discard both. Never reinsert the needle inside the catheter once the needle has been partially or completely withdrawn as it may pierce and/or sever the catheter. Extreme care should be taken not to damage, pierce, cut or sever the catheter. Therefore, do not bend the catheter and/or needle during insertion, advancement, or removal of the needle. Do not use scissors or sharp instruments at or near the insertion site. Reviewed assembly process: the process cards for the reported batch shows no abnormality. Conclusion: the actual sample involved in the event was not available for evaluation. Without the actual sample, the detailed defect feature was unable to be determined. Complaint is not confirmed.

Event description:
According to the event description: the incident occurred when going to flush the catheter after receiving a warning from the infusion pump. Before washing it, it was seen that the patient's arm was wet. The condition of the catheter was checked and it was observed that it was fragmented. After removing the dressing, the rest of the catheter was not visible, so it was suspected that it had migrated inside the vein. The patient requires urgent transfer to hubu for observation and follow-up.